Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose level and over delivery. Customer¿s blood glucose level at time of incident was 32 mg/dl and current blood glucose level was 278 mg/dl. Customer treated with food. Customer was later calling to report a high blood glucose event high blood glucose level and under delivery of insulin. Customer¿s blood glucose level at time of incident was 278 mg/dl. Customer was advised to change entire set and treat as per healthcare professional¿s instructions. Insulin pump will not be returned for analysis.